Event description:
A customer reported a single case in which a barcode ID and tube position number were assigned to both the correct sample result and to the next sample result. Subsequent sample results in that run were assigned the barcode number and tube position number of the prior tube. Twenty one patient results were reported out that subsequently the laboratory corrected with the physician. The customer did not report death or serious injury in this incidence. The variant ii trubo instrument with cdm version (B) (4) software is an automated hplc system that separates and reports percent hemoglobin a1c in edta whole blood.

Manufacturer narrative:
Received customer's variant ii turbo instrument and computer with cdm version (B) (4) on 10/14/2008. Currently the system is under investigation for root cause determination.